Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the stimulator for their back was not working as the stimulation was always turning off and saying settings not available for intensity. Patient said that they just charged the ins yesterday and the ins was already at 40%. Patient said that the implanted neurostimulator was not working for their neck as their neck was in a lot of pain and they usually knew when the stimulation was on or not on. Patient said that they had reset the controller, however the issue was not resolved. Patient was using group a. Patient had groups a, b, and c programmed. Patient switched to group b during the call and tried to increase the stimulation, however pt said that nothing happened. Pt switched to group c and saw settings not available. Agent reviewed message meaning with the pt. When asked for the event date, patient said that it was going to be about two weeks ago and that they thought the device was working, however then the device hadn't been working. .